Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of e5 error message was confirmed. The unit was determined to have an open phase (short) in the motor that produced an e5 error. If any add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device showed an e5 error during surgery. No injury or medical intervention occurred. There was no add'l info provided.